Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the moderately tortuous and severely calcified left forearm vessel. A 6.0mmx100mmx80cm sterling balloon catheter was advanced to the lesion. The balloon was inflated however it ruptured. The device was simply and completely removed from the patient. The procedure was completed using this device. No patient complications were reported and the patient's status was good.